Event description:
It was reported that a pt sustained hypopigmentation as a result of a test spot treatment using a lightsheer duet laser. It was further reported that the pt had sun exposure within 30 days of treatment date.

Manufacturer narrative:
An on-site examination by a lumenis technical specialist found that the subject device performed within allowable operating and functional tolerances. No related device malfunction was observed. An evaluation of the reported settings by a lumenis medical specialist concluded that the treatment settings were aggressive for spot treating tanned skin. Lower energy levels are advised for the treatment of tanned skin per subject product labeling.